Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for analysis. The event log showed a high alarm displayed and cassette not attached properly alarm. The reported problem was duplicated. The downstream occlusion sensor failed a downstream pressure test and will be replaced.

Event description:
It was reported that a smiths medical cadd solis pump had a downstream occlusion. No adverse patient effects were reported.